Event description:
It was reported that during lap gastric bypass surgery the trocar used leaked during the case. They were separated from where the housing is attached to the cannula. They were able to complete the case with no pt consequence.

Manufacturer narrative:
Clear lens. Eval summary: the analysis results found that the instrument was functionally leak tested and failed. Additionally the lens of the obturator was noted to be cracked. No anomalies were noted with the universal seal assembly, it was noted to be properly assembled. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.